Manufacturer narrative:
Technical support instructed the account to check voltages at the power cord and p1. Repairs have not been completed.

Event description:
The account alleged the bed lost ground.